Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the manufacturer for investigation. Lot number information has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a cranial surgical procedure, the perforator bit tore the dura.